Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected. A new device was successfully implanted. This crt-d will be returned for analysis.